Event description:
Reportedly, the patient (a (B)(6) citizen on holidays in (B)(6)) was admitted on (B)(6) 2014 to the hospital because of oversensing and several inappropriate shocks due to a potential fracture of the right ventricular lead. On the same day, a follow up of the device was made and the lead issue was confirmed by the physician; the therapies were set to off and a reintervention was programmed two days later. On (B)(6) 2014, a follow-up was performed again and it was verified that therapies were still off. On (B)(6) 2014, during the re-intervention, the device delivered three shocks to the patient. The programming head was applied to program the therapies to off again and a magnet was used during the procedure. The physician suspected an abnormal behavior of the ICD which was explanted. Measurements performed on the leads after disconnection did not reveal any anomaly except a low coil continuity impedance of the right ventricular lead. The battery voltage of the ICD was <=2.7v. Another ICD was implanted. The right ventricular lead was isolated and capped (left in the body) and a new lead was implanted. It was also reported that no x-ray was made since the abnormal right ventricular coil continuity and noise observed in recorded episodes of ICD¿s memory were enough for the physician to understand that there was a potential lead issue. In addition, patient files were retrieved for analysis but the one dated (B)(6) 2014 could not be read. It was confirmed that files dated (B)(6) 2014 showed that therapies were off. It was confirmed also that on (B)(6) 2014, when the device was interrogated to reprogram the therapies to off, it was observed that the therapies were programmed shock on at the beginning of the interrogation; this could indicate that the ICD programming has changed to nominal value compared to previous day. The physician reports that the "emergency" button of the programming head may have been pressed during this time period. After this last finding the physician is not complaining about our devices; however, the devices will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient (a (B)(6) citizen on holidays in (B)(6)) was admitted on (B)(6) 2014 to the hospital because of oversensing and several inappropriate shocks due to a potential fracture of the right ventricular lead. On the same day, a follow up of the device was made and the lead issue was confirmed by the physician; the therapies were set to off and a reintervention was programmed two days later. On (B)(6) 2014, a follow-up was performed again and it was verified that therapies were still off. On (B)(6) 2014, during the re-intervention, the device delivered three shocks to the patient. The programming head was applied to program the therapies to off again and a magnet was used during the procedure. The physician suspected an abnormal behavior of the ICD which was explanted. Measurements performed on the leads after disconnection did not reveal any anomaly except a low coil continuity impedance of the right ventricular lead. The battery voltage of the ICD was <=2.7v. Another ICD was implanted. The right ventricular lead was isolated and capped (left in the body) and a new lead was implanted. It was also reported that no x-ray was made since the abnormal right ventricular coil continuity and noise observed in recorded episodes of ICD's memory were enough for the physician to understand that there was a potential lead issue. In addition, patient files were retrieved for analysis but the one dated (B)(6) 2014 could not be read. It was confirmed that files dated (B)(6) 2014 showed that therapies were off. It was confirmed also that on (B)(6) 2014, when the device was interrogated to reprogram the therapies to off, it was observed that the therapies were programmed shock on at the beginning of the interrogation; this could indicate that the ICD programming has changed to nominal value compared to previous day. The physician reports that the "emergency" button of the programming head may have been pressed during this time period. After this last finding the physician is not complaining about our devices however the devices will be returned for analysis.

Event description:
Reportedly, the patient (a (B)(6)) was admitted on (B)(6) 2014 to the hospital because of oversensing and several inappropriate shocks due to a potential fracture of the right ventricular lead. On the same day, a follow up of the device was made and the lead issue was confirmed by the physician; the therapies were set to off and a reintervention was programmed two days later. On (B)(6) 2014, a follow-up was performed again and it was verified that therapies were still off. On (B)(6) 2014, during the re-intervention, the device delivered three shocks to the patient. The programming head was applied to program the therapies to off again and a magnet was used during the procedure. The physician suspected an abnormal behavior of the ICD which was explanted. Measurements performed on the leads after disconnection did not reveal any anomaly except a low coil continuity impedance of the right ventricular lead. The battery voltage of the ICD was <=2.7v. Another ICD was implanted. The right ventricular lead was isolated and capped (left in the body) and a new lead was implanted. It was also reported that no x-ray was made since the abnormal right ventricular coil continuity and noise observed in recorded episodes of ICD¿s memory were enough for the physician to understand that there was a potential lead issue. In addition, patient files were retrieved for analysis but the one dated (B)(6) 2014 could not be read. It was confirmed that files dated (B)(6) 2014 showed that therapies were off. It was confirmed also that on (B)(6) 2014, when the device was interrogated to reprogram the therapies to off, it was observed that the therapies were programmed shock on at the beginning of the interrogation; this could indicate that the ICD programming has changed to nominal value compared to previous day. The physician reports that the "emergency" button of the programming head may have been pressed during this time period. After this last finding the physician is not complaining about our devices however the devices will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the patient (a (B)(4) citizen on holidays in (B)(6)) was admitted on (B)(6) 2014 to the hospital because of oversensing and several inappropriate shocks due to a potential fracture of the right ventricular lead. On the same day, a follow up of the device was made and the lead issue was confirmed by the physician; the therapies were set to off and a reintervention was programmed two days later. On (B)(6) 2014, a follow-up was performed again and it was verified that therapies were still off. On (B)(6) 2014, during the re-intervention, the device delivered three shocks to the patient. The programming head was applied to program the therapies to off again and a magnet was used during the procedure. The physician suspected an abnormal behavior of the ICD which was explanted. Measurements performed on the leads after disconnection did not reveal any anomaly except a low coil continuity impedance of the right ventricular lead. The battery voltage of the ICD was <=2.7v. Another ICD was implanted. The right ventricular lead was isolated and capped (left in the body) and a new lead was implanted. It was also reported that no x-ray was made since the abnormal right ventricular coil continuity and noise observed in recorded episodes of ICD's memory were enough for the physician to understand that there was a potential lead issue. In addition, patient files were retrieved for analysis but the one dated (B)(4) 2014 could not be read. It was confirmed that files dated (B)(4) 2014 showed that therapies were off. It was confirmed also that on (B)(4) 2014, when the device was interrogated to reprogram the therapies to off, it was observed that the therapies were programmed shock on at the beginning of the interrogation; this could indicate that the ICD programming has changed to nominal value compared to previous day. The physician reports that the "emergency" button of the programming head may have been pressed during this time period. After this last finding the physician is not complaining about our devices however, the devices will be returned for analysis.

Event description:
Reportedly, the patient (a (B)(6) citizen on holidays in (B)(6)) was admitted on (B)(6) 2014 to the hospital because of oversensing and several inappropriate shocks due to a potential fracture of the right ventricular lead. On the same day, a follow up of the device was made and the lead issue was confirmed by the physician; the therapies were set to off and a reintervention was programmed two days later. On (B)(6) 2014, a follow-up was performed again and it was verified that therapies were still off. On (B)(6) 2014, during the re-intervention, the device delivered three shocks to the patient. The programming head was applied to program the therapies to off again and a magnet was used during the procedure. The physician suspected an abnormal behavior of the ICD which was explanted. Measurements performed on the leads after disconnection did not reveal any anomaly except a low coil continuity impedance of the right ventricular lead. The battery voltage of the ICD was <=2.7v. Another ICD was implanted. The right ventricular lead was isolated and capped (left in the body) and a new lead was implanted. It was also reported that no x-ray was made since the abnormal right ventricular coil continuity and noise observed in recorded episodes of ICD's memory were enough for the physician to understand that there was a potential lead issue. In addition, patient files were retrieved for analysis but the one dated (B)(6) 2014 could not be read. It was confirmed that files dated (B)(6) 2014 showed that therapies were off. It was confirmed also that on (B)(6) 2014, when the device was interrogated to reprogram the therapies to off, it was observed that the therapies were programmed shock on at the beginning of the interrogation; this could indicate that the ICD programming has changed to nominal value compared to previous day. The physician reports that the "emergency" button of the programming head may have been pressed during this time period. After this last finding the physician is not complaining about our devices however the devices will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4).